Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A site history is unable to be performed due to insufficient information. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. Event verification and log review could not be performed due to insufficient information provided.

Event description:
On (B)(6)2024, intuitive surgical, inc. (Isi) received mw5163118 stating: "surgeon using robotic spatula cautery arm during robotic left lobe lung wedge resection, when piece of plastic guard near hinge of device broke off into the patient. Piece was retrieved without any harm to patient or change in procedure and new spatula was sent up from sterile support to finish case."